Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened for the reported issue. This complaint will be used for tracking and trending purposes. Investigation completed on september26, 2017 by (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, the pump set was leaking at the connector. There was no patient involvement.